Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump.